Manufacturer narrative:
No product will be returned for eval.

Event description:
In late 2008, the pt reported that for the past month he has been getting occlusion messages on his insulin infusion device when bolusing. He stated he has experienced 5-6 occlusions from his current box of infusion sets. He said that a couple of times (no specific dates given) when he removed his infusion headset, the cannula was bent. He did not keep any of the infusion sets. No occlusions occurred during the call. Site location was discussed with the pt and a complimentary guide to infusion site management, along with an insertion device and replacement infusion sets, were sent. On follow up with the pt, he stated he has used different areas of his body for sites and has had only one occlusion since the original report. He cleared the occlusion by changing his headset and cartridge. He said sometimes he uses the headset longer than the recommended 3 days. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product available to be returned for eval.